Event description:
Began using philips CPAP (continuous positive airway pressure) in 2011. Diagnosed with stage 3 kidney disease in (B)(6) 2020. Suffers from respiratory tract irritation, nose and eye irritation, headaches, and abnormal heart rhythm due to CPAP (continuous positive airway pressure) usage. Had to have tonsils removed in (B)(6) 2019.